Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the bile duct. After a non-bsc guide wire crossed the lesion, a 8x61x75mm epic stent was advanced however, the device had difficulty in advancing through the non-bsc guidewire. The physician then hold the outer tube of the stent while removing the guidewire to flush both devices. However, the distal portion of the stent was unintentionally released. The safety lock was then mounted. The device was removed and the procedure was completed with an epic stent of different size. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of an epic device with no original packaging or other devices. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return to bsc. The distal end of the stent was partially expanded a length of 4.5mm. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the inner shaft was measured at both ends with a calibrated pin gauge set; which is within specification. The guidewire used in the procedure was not returned for analysis; therefore, a .035¿amplatz guidewire was used for functional testing. The amplatz guidewire was successfully advanced through the sds. There was no evidence of any material or manufacturing deficiencies contributing to the partial deployment and reported advancement difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the bile duct. After a non-bsc guide wire crossed the lesion, a 8x61x75mm epic¿ stent was advanced however, the device had difficulty in advancing through the non-bsc guidewire. The physician then hold the outer tube of the stent while removing the guidewire to flush both devices. However, the distal portion of the stent was unintentionally released. The safety lock was then mounted. The device was removed and the procedure was completed with an epic stent of different size. No patient complications were reported. Patient's status was good.